Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer's blood glucose level was 88 mg/dl.. Reportedly, the customer had manual injections available as alternate insulin therapy.